Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This device used for treatment, not diagnosis implant, explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while reaming the 8.5mm reamer head shattered into three pieces as it passed through the fracture. The area was callus as the patient had previously fractured through the same area. Two foreign bodies remain in the patients tibial canal. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).